Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
According to surgeon the patient had a fall and presented to emergency room. Stem was shown to be broken on x-ray and revision was planned. Proximal cement was removed, shoulder of stem was roughened with high speed burr and removed with mole wrench. Liner was also removed and changed to mdm. Stem was replaced with 44.00 cement in cement stem.

Event description:
According to surgeon the patient had a fall and presented to emergency. Stem was shown to be broken on x-ray and revision was planned. Proximal cement was removed, shoulder of stem was roughened with high speed burr and removed with mole wrench. Liner was also removed and changed to mdm. Stem was replaced with 44.00 cement in cement stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of provided photographs of the device and through clinician review of provided medical records. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicate that the neck of the stem has fractured. Explantation tooling damage is observed on the surfaces of the stem. What appears to be plastic surface deformation is visible on the body of the stem. Return of the device is required to confirm. The device is covered in blood. -clinician review: a review of the provided medical information by a clinical consultant indicated: "documents reviewed: ap hip x-ray undated/unlabeled event confirmation: a fracture of the cemented stem can be confirmed root cause: the root cause cannot be determined without additional information and perhaps examination of the explant. The most likely cause would be material fatigue failure from forced cantilever bending on the well-fixed stem as a result of the reported fall." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicate that the neck of the stem has fractured. Explantation tooling damage is observed on the surfaces of the stem. What appears to be plastic surface deformation is visible on the body of the stem. Return of the device is required to confirm. The device is covered in blood. The fracture event was further confirmed by a review of the provided medical information by a clinical consultant. Further information such as return of the device is needed to investigate root cause. It was reported that the patient fell, and this trauma event likely contributed to the device failure. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.